Manufacturer narrative:
Concomitant medical product: 5024m-52, lead, implanted: (B)(6) 1995.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and intermittent capture. Impedance was also high, and fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.